Event description:
It was reported that prior to implant, upon interrogation of the device it was found in bvvi mode. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of backup vvi reset mode was confirmed. The device was in reset mode when interrogted in the laboratory. The device was tested using automated test equipment and was found to be normal. The reset could not be reproduced in the laboratory. The cause of the reset could not be determined.